Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received three appropriate treatments from the lifevest. From 09:45:14 to 15:50:11, the lifevest properly detected vt three times. Self-converting vt and response button use prevented the lifevest from treating the patient. At 15:58:47, the patient received the first appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was asystole with unconducted p waves degrading to vt at 210 bpm. The rhythm then degrades to vf. At 16:02:18, the patient received the second appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was asystole with unconducted p waves transitioning to paced rhythm at 60 bpm. At 16:04:45, the patient received the third appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was vt at 200 bpm degrading back to vf. The electrode belt was disconnected at 16:05:05. Per continuous ECG recording, the patient was in vf at the time the electrode belt was disconnected. No additional treatments could be delivered due to the electrode belt being disconnected. The patient passed away on (B)(6) 2022 at approximately 4:40 pm. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.

Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received three appropriate treatments from the lifevest. From 09:45:14 to 15:50:11, the lifevest properly detected vt three times. Self-converting vt and response button use prevented the lifevest from treating the patient. At 15:58:47, the patient received the first appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was asystole with unconducted p waves degrading to vt at 210 bpm. The rhythm then degrades to vf. At 16:02:18, the patient received the second appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was asystole with unconducted p waves transitioning to paced rhythm at 60 bpm. At 16:04:45, the patient received the third appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was vt at 200 bpm degrading back to vf. The electrode belt was disconnected at 16:05:05. Per continuous ECG recording, the patient was in vf at the time the electrode belt was disconnected. No additional treatments could be delivered due to the electrode belt being disconnected. The patient passed away on (B)(6) 2022 at approximately 4:40 pm. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.